Manufacturer narrative:
Customer reported to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The customer problem was not duplicated in that the pump "won't run" issue during the investigation. No disposable alarm messages were found in the pump's event history logs after disposable attached and fluid ingression on pump by the downstream occlusion sensor. The root cause of the reported issue was found to be fluid ingression. Actions were taken to mitigate the reported issue: replaced the downstream sensor.

Event description:
It was reported that the pump would not run. No patient injury was reported.